Event description:
It was reported that the system would not produce x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.